Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. Patient was fitted with a lifevest until a new implant procedure is done in about 2-4 weeks. The condition of the patient was stable before and after the surgery.